Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the subject flex video scope device had e216, b30 errors occur. There was no harm or injury reported.

Manufacturer narrative:
Update: b5, d8, h2, h3, h6, h11. Update: health effect impact code for initial assessment: f26 (no health consequences or impact). The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited damage on the ccd unit. There were no reports of patient involvement.